Event description:
It was reported that device was sent for repair following non-compliance during preventative maintenance. There was no patient involvement. Analysis found the downstream occlusion (dso) seal was damaged.

Manufacturer narrative:
B3: unknown; no information has been provided to date.h3: one device was returned for evaluation following a non-compliance during preventive maintenance. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found damaged dso seal, damaged battery compartment, scratched lens, and damaged ac connector. The primary problem was with defective dso sensor. Device passed accuracy test. The dso seal, battery compartment, lens, and ac connector replacement were replaced.